Manufacturer narrative:
According to the information received from the field a technical implant failure seems likely. However to determine an exact root cause device investigation would be necessary. Further checks are planned but not scheduled yet.

Event description:
Hearing performance with the device is affected. The user will be seen by the surgeon to determine the next steps.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affected. The user called the clinic and stated he wanted to trying acoustic hearing aids because his implant was no longer working and he wanted it removed. The user will be seen by the surgeon to determine the next steps.